Manufacturer narrative:
(B)(4). Date sent: 04/07/25. D4: batch #unk. B3: only event year known: 2025. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was the firing sequence started but not completed? If yes: 2. Did the device deliver any staples? 3. If yes, were the staples formed properly? 4. If yes, was the staple line complete? 5. Did the device cut? 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line? 8. Was there any difficulty opening the device jaws? 9. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? 10. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? 11. Did the jaws eventually open? 12. Is the current patient status known? 13. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #long60a, with lot/batch #c9el42, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the device got stuck in the middle of firing. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2025. D4: batch # additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: 2. Did the device deliver any staples? Yes, partially 3. If yes, were the staples formed properly? Yes. 4. If yes, was the staple line complete? No. 5. Did the device cut? Yes, partially. 6. If yes, was the cut line complete? No. 7. If yes, was there any issue with the cut line? No. 8. Was there any difficulty opening the device jaws? Unsure 9. Was the device locked on tissue with the jaws closed? If yes, how was the device. Removed? Knife reverse switch. 10. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Knife reverse switch. 11. Did the jaws eventually open? Yes. 12. Is the current patient status known? Unsure. 13. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Date sent: 06/17/2025. D4: batch #126d33. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the long60a device was received for analysis with the joint cover damaged and with a gst60d reload loaded on the device. The reload was received partially fired 1/5. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 126d33, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/12/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.